Event description:
It was reported that during a cholecystectomy, a harmonic was opened due to an adhesion. During the surgery, the generator stop the energy to the product and gave a "relax pressure" sign on the generator. The team didn't understand what happened and while they looked at the harmonic jaws, the noticed that the tip was broken. Dr. Took the broken tip out of the patient and continue with monopolar. No major delay or damage to the patient. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: w7000w. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (whatsapp image 2022-07-06 at 16.34.41): the image provided by the customer shows a harh device with the blade tip broken off. Image (whatsapp image 2022-07-06 at 17.59.10): the image provided by the customer shows a packaging label. The batch can be seen as w7000w. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.